Manufacturer narrative:
Software version: 11.0.4.

Event description:
It was reported that the patient came in for her device to be disabled for an MRI scan. The patient's settings had been set to 0 ma and then the generator was reinterrogated and the settings were verified. No diagnostics were performed that day. Then the patient was interrogated at the next appointment and found to be at "factory settings" - 1 ma output current. Reportedly the last diagnostics was prior to the disablement of the device. Therefore it was not possible that a faulted diagnostics caused the factory default settings. The territory representative indicated that this office often incorrectly used equipment. No further relevant information has been received to date.

Event description:
It was reported that the device remained disabled after being reset. No further relevant information has been received to date.